Manufacturer narrative:
E1 : additional contact information: (B)(6). This report is being supplemented to provide additional information based on device return evaluation and the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was not confirmed, however , damage in cable found . The device evaluation found torn, pinched cable. The device history records (DHR¿s) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Per instruction for use (IFU), it states, : handling and general precautions, caution. Do not bump or bend the electrical contacts or optical connections of the video connector. Doing so may prevent connection to the camera control unit or cause a poor connection. Based on investigation results, the complaint was not confirmed however, a torn , damaged cable was observed. The identified failure is traced to component failure, which is expected or random component failure without any design or manufacturing issue olympus will continue to monitor complaints about this device.

Manufacturer narrative:
The device is expected to be returned for evaluation but has not yet been received. The investigation is ongoing. A supplemental report will submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus that the camera head had problem with white focus and balance. There was no patient harm associated with the event.